Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual inspection confirmed there was a cluster of loose, dirt-like particles sealed inside the packaging of 1 of the carriers. As more than two particles were sealed within the packaging, this product is non-confirming. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during incoming inspection at the distributor warehouse a foreign substance was found inside the sterile packaging. There was no patient involvement. Diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.